Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer biomedical engineer test the iabp using a cardiosave trainer and the iabp generated fault # 77 and fault # 37. The dead volume calc catheter extender was not attached or kinked and the iab port is blocked. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had k8 solenoid failed to open on initial autofill. No adverse event was reported.